Event description:
It was noted that the patient died. It was further noted that the healthcare professional (hcp) was concerned that the implantable neurostimulator (ins)/therapy might have exacerbated the patient¿s condition. Patient passed away in (B)(6) 2012. Additional information received reported the date of the patient death was (B)(6) 2013. Additional information received reported that device was not explanted.

Event description:
It was reported that after the battery replacement the patient had deteriorated faster. The patient had needed a wheelchair following the change out whereas he was walking prior to the battery change out. It was noted that the patient¿s resting tremor was worse on the right side after the battery was changed out. Impedances greater than 40,000 ohms on left side were seen after battery change out, on (B)(6) 2012. It was noted that the patient had the same settings at the time of this report as they were prior to the change out. Therapy impedance was high and current draw was low. Patient was seen on (B)(6) 2012 again and impedances on the left side were still high. Patient was seen on (B)(6) 2012 and impedances were high on the left side. Additional information received reported no malfunctions were seen and no cause of the issue was determined. Reference manufacturer's report number: 3004209178-2013-23367 information omitted, see related pe¿s (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: 2012-(B)(4), product type implantable neurostim ulator product ID 3389-40, lot# j0320077v, implanted: 2003-(B)(6), product type lead product ID 748240, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 3389-40, lot# j0320077v, implanted: 2003-(B)(6), product type lead, product ID 748240, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3389-40, lot# j0320077v, implanted: (B)(6) 2003, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3389-40, lot# j0320077v, implanted: (B)(6) 2003, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).